Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that during a trial, the dressing came off and the lead was pulled slightly causing pain. The percutaneous wires were intentionally cut and the patient was advised to call the doctor¿s office. Four days later, the patient had a device implant and was doing great.